Manufacturer narrative:
On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: upon visual examination of the sample, a rupture at the union between shell and patch was noticed on the anterior view. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with artoura breast tissue expander 750cc and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2019.